Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted with low flow alarms and syncope. The patient had a syncopal event due to hypoxemia due to oxygen tank battery depletion. The low flow alarms were noted at 2352 on (B)(6) 2026 with multiple noted minutes prior to that time. Log files were submitted for review and captured a short cluster of low flow events from 2302 to 2356 on (B)(6) 2026 that were associated with elevated pulsatility index (pi) values. The low flow alarms resolved with leg elevation and the patient was placed on oxygen with ems on arrival at the airport gate.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. It was reported that the patient was on an oxygen machine. It could not be determined whether the patient had respiratory failure / home oxygen prior to left ventricular assist device implant. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The submitted log files did not reveal any notable events or alarms, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further related events reported at this time the relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev d, and the heartmate 3 lvas patient handbook, rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including respiratory failure. No further information was provided. The manufacturer is closing the file on this event.